Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, after the cartridge was connected with the handle, the surgeon was able to press the green button was able to squeeze the handle however, it could not fire. Then the cartridge was connected with a demo handle to check the situation and was found to be unable to fire. The procedure was completed with another device. No patient injury.